Event description:
The customer reported an issue with touchscreen responsiveness, where the pump screen was frozen and did not respond to input, preventing interaction with the screen. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.